Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received hardware low level failures (pump error 63). Troubleshooting was performed and found that the self test was normal. Also found the possible over delivery and rattling sound. No harm requiring medical intervention was reported. The customer discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. A review of the pump history file reveals the pump experienced a total of two (2) pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms due to a problem with the twi interface or with ad5161 chip, (listed below): (B)(6) 2023 08:10:13 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 (B)(6) 2023 08:10:26 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 the pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. Pump error 63 alarms are confirmed, fault isolated to the electronics. The pump history file lists six (6) boluses on the event date, 9/13/2023, listed below: 09/13/2023 07:46:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 80000 (8 u) bolusamountdelivered: 80000 (8 u) 09/13/2023 12:30:28.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 39000 (3.9 u) bolusamountdelivered: 39000 (3.9 u) 09/13/2023 14:55:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 13000 (1.3 u) \bolusamountdelivered: 13000 (1.3 u) 09/13/2023 17:37:26.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 8000 (0.8 u) 09/13/2023 20:22:37.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) 09/13/2023 22:01:31.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) please see below for the daily total of all insulin delivered on the event date, 9/13/2023: 09/14/2023 00:00:00.000 dailytotalsg670 (63) daily total collection start time: 09/13/2023 00:00:00.000 daily total of all insulin delivered: 400250 (40.025 u) daily total of basali nsulin delivered: 235250 (23.525 u) daily total of bolus insulin delivered: 165000 (16.5 u) there were no auto suspend events on the event date, 9/13/2023. Please see below for the user suspend on the event date, 9/13/2023: 09/13/2023 10:44:47 insulin delivery stopped event type = 30 reason for insulin delivery suspension = user suspended medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.